Event description:
It was reported that the zimmer meshgraft ii will not score tissue. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is over 20 years old and has been in 2 times for repair. The last repair was on (B)(4) 1993, for an unk issue. The inspection found that the sideplates and handle on this device were loose due to the screws loosened, the cutter was dull and the handle was bent. The causes of the reported complaint were worn and loose components due ot a lack of preventative maintenance. A review of salvaged parts showed excessively worn components, which are responsible for cutting the graft. The screws which hold the sideplates, and attached cutter and roller, were loose. This combination would have affected the ability of the device to produce acceptably cut grafts. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(4) 1993. The meshgraft ii should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The instructions manual also states "the expected longevity of the meshgraft ii tissue expansion system is ten years. Zimmer recommends that units over this age should be replaced because they have exceeded their normal useful life." The device was serviced and returned to the customer.